Manufacturer narrative:
The manufacturer previously reported in the box b, outcomes attributed to ae as other and death which is corrected in this report as other.

Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has dizziness and/or headache; inflammatory response; kidney disease/toxicity, bladder, metastatic bone, intra - pelvic lymph nodes. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.